Event description:
According to info initially reported by arjohuntleigh rep: "during bathing process, resident slipped off chair and onto the floor. The alenti tipped enough to allow the resident to slide off the edge of the chair seat. No seat belt or safety belt was attached or used at this time." Add'l info provided: "caregiver was removing resident from primo tub using the alenti, caregiver was alone and when she turned to perform reach for a towel the resident slipped forward on the alenti causing the alenti to tip. The alenti seat was low enough to the floor that the resident slid onto the floor without injury. The alenti was tagged out of service and taken to the service corridor. The resident was tended to and taken to her room." The patient was not injured nor hospitalized. Ref MFR number: 9611530-2013-00056.